Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to insert a new sensor and re-pair transmitter which was unsuccessful. Patient was then advised to insert a new sensor and insert a new transmitter, and pair transmitter which was successful.no additional patient or event information is available.